Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and provided troubleshooting options. It was noted during in office check that no audible tones were heard when a magnet was placed over the device and that pacing could not be confirmed. Ts stated that if the device could not be interrogated it was best to consider this patient to be unprotected. Additional information is being requested from the field. At this time, this ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services (ts) was consulted and provided troubleshooting options. It was noted during in office check that no audible tones were heard when a magnet was placed over the device and that pacing could not be confirmed. Ts stated that if the device could not be interrogated it was best to consider this patient to be unprotected. Additional information is being requested from the field. At this time, this ICD remains in service and no adverse patient effects were reported. Additional information was received from the field stating that the device could not be interrogated. Device replacement was recommended; however, no procedure has been scheduled at this time. No adverse patient effects were reported. Subsequently this product was returned for analysis without a known explant date.